Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol ejected forcefully and ruptured the posterior capsular bag. The incision was enlarged, the lens was removed and another lens was implanted. The surgeon indicated that the event occurred although he used minimal pressure. Additional information was requested.